Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. It was also noted that there was a lead impedance warning on the left ventricular lead tip to right ventricular coil. The lead remains in use. No patient complications have been reported as a result of this event.